Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The pump passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 131 mg/dl. During troubleshoot; the customer had high reading of 207 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.